Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work anymore was not confirmed. Therefore, an assignable root cause for the reported condition of will not run was not determined. However, during service and evaluation, it was determined that the device had a sticky trigger and moving parts not moving smoothly-trigger. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device had a worn motor, sticky trigger, moving parts did not move smoothly-trigger, would not oscillate and had cosmetic damage-worn coupling. It was further determined that the device failed pretest for general condition, check for sticky triggers, check the oscillation mode function and check the oscillation angle. It was noted that the device had a defective control and the engine was worn out. It was noted in the service order that the device did not work anymore along with four further small battery drive devices and four battery oscillator devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.